Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt outcome was not available. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing and no parts were replaced. It is not verified that the vent was inoperable, and that a malfunction occurred.